Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a catheter issue. There was migration/dislodgement at the catheter tip. The catheter migrated to epidural space. A dye study and x-rays were done. It was unknown if there were any patient symptoms or complications associated with the event. It was replaced on (B)(6) 2015. The patient's status at the time of report was "alive-no injury." The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)